Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was visited emergency room on (B)(6) 2021 due to low blood glucose level. The blood glucose level of customer was 28 mg/dl. Current blood glucose level of customer was 60 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer had experienced symptom related with low blood glucose level including sweating, shaking and weakness. Based on customer report they did not allege insulin pump was over delivering. Customer treated with glucagon and food also. Customer stated that insulin pump programming was accurate. Customer was unable to complete care link upload. The insulin pump will be returned for analysis.